Manufacturer narrative:
Internal report reference number: (B)(4). B1: product problem being submitted due to meter being part of recall, event number res# (B)(4).

Event description:
Lcd display issue - it is possible that the lcd display for the affected products may show partial or missing numerical segments or characters or show ghosting (fading) of numerical segments or characters. As a result, it is possible that users could misinterpret a test result or experience a delay in obtaining test results. For users with low glucose (hypoglycemia), this could result in a delay in treatment or therapy decisions.

Manufacturer narrative:
Sections with additional information as of 22-apr-2026: h7: other specify updated from "event number 97747" to "z-0413-2026 meter." H6: updated FDA¿s conclusions code. H10: "b1: product problem being submitted due to meter being part of recall, event number res# 97747." Updated to "b1: product problem being submitted due to meter being part of recall number z-0413-2026 meter." Root cause: rc-102: meter defect.